Event description:
It was reported that motor won't run event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed pump is in excellent physical condition. Customer's reported issue was duplicated during occlusion test. The root cause of the reported issues was determined to be normal wear, device was over fourteen years old. The optical motor sensor not reading motor movement. Actions taken to mitigate the reported issue: unit was not repaired and will be returned to customer due to pumps being obsolete. UDI information is unknown.